Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va21pa2, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient symptoms have returned. Patient stated they had fallen in the driveway. Interstim champ checked in impedances and they were impedance is all across the electrodes and patient couldn't feel the stimulation. X-ray was performed. When patient went back to the or to do lead revision and when the pocket site was open and physician saw that the battery was no longer connected to the lead. He then explanted the battery that had the lead broken off in the header that we could not remove so the lead and battery replaced and the issue was resolved. No further complications noted or anticipated